Event description:
It was reported that during implant, dft testing failed to convert rhythm at 20 and 25j and external defibrillator was applied. An alert appeared stating possible high voltage circuit damage. The device was replaced.

Manufacturer narrative:
The reported field event of an sosd alert was confirmed upon receipt of the device in the laboratory. The device test tested on the bench and using automated test equipment and no anomalies to the high voltage output circuits were observed. It was found that the sosd alert was a false detection. The root cause of the false sosd alert remains undetermined as the alert could not be reproduced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.